Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a veterinary procedure, the device thread broke that caused the wound to re-open and inflame. To resolve the issue, the veterinarian had to re-operate the patient and used a new suture.